Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension line slide clamp from a peripherally inserted central catheter (PICC) was identified as missing while the device was in situ. It is unknown whether the slide clamp detached, broke, or was otherwise lost. The issue was identified by ward staff during pre-use checks and assessment of the device prior to use. The vascular access team (vat) was notified and subsequently replaced the missing clamp to ensure device integrity and maintain patient safety. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required beyond the clamp replacement.